Event description:
It was reported that the user¿s libre 3 plus sensor failed to pair with the ilet despite app restarts and mode toggling, and the user was advised to replace the sensor and contact the sensor manufacturer; blood glucose questioning indicated a low glucose of 53 mg/dl treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no alerts or alarms on the system and no reported hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a sensor pairing failure requiring a new continuous glucose monitor. It was concluded that the event involved hypoglycemia concurrent with a sensor pairing failure, with replacement of the sensor indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.